Event description:
It was reported that a patient experienced peritonitis due to a breach in aseptic technique. The patient was hospitalized for the peritonitis. On an unreported date, the patient was discharged from the hospital. However, the patient was again admitted for peritonitis the following month. Treatment included both vancomycin and fortaz, administered intraperitoneally (ip). The cause of the peritonitis was determined to be that the patient "did not wear a mask" when setting up for therapy. On an unreported date, re-training on proper aseptic technique was performed with the patient. At the time of this report, the home patient was recovering and peritoneal dialysis (pd) therapy was ongoing. No further information was available.

Manufacturer narrative:
(B)(4). A sample was not requested as this event involved use error and there was no allegation of a product malfunction. This report of peritonitis caused by use error-breach in aseptic technique was confirmed. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The root cause of the use error was undetermined. A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.